Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: can you please clarify how the cr40g device "misfired"? Staple pin deployed & tissue cut from the midline but b shape staple pin not formed, so transection remains open after firing that's why doctor said it was misfired. Device no available.

Event description:
It was reported that during an anterior resection, the contour green reload (cr40g) misfired. The staple pin deployed and the tissue was cut from the midline, but b shape staple pin was not formed, so transection remained open after firing. Surgery was delayed 30 minutes, but was successfully completed. There were no patient consequences reported. No additional information is available at this time.